Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5130389/5142445.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and will not be returned.